Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge and infusion set multiple times. Customer observed no issues with pump supplies. Upon changing cartridge, a minimum fill notification was received and was not resolved with a new cartridge. Customer's blood glucose (bg) was 194-over 540 mg/dl. Manual insulin injections and bolus via the pump were used to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin and fluids were administered. Bg and dka were resolved. There was no permanent damage. Customer was discharged on 12/29/2020. As pump supplies were changed, tandem technical support was unable to perform a system check to identify the location of the blockage.